Event description:
It was reported that the right ventricular (rv) lead had no capture at max threshold in both unipolar and bipolar, there was noise on the lead during isometrics and the lead had undersensing in unipolar. Lead fracture was suspected. The lead was programmed off until a lead revision could be scheduled. At the lead revision the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. (B)(4).